Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Corrected data: h6 - device code 1494: off-label use (under 21yrs of age at date of implant), should have been included in previous medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -11.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 and removed within the same surgery due to lens implanted upside down. No patient injury was reported. On (B)(6) 2020 a replacement lens was implanted and the problem resolved.